Manufacturer narrative:
A product investigation was completed: the screw was found broken between screw-head and threaded shaft. There are several mechanical damages visible into the hexagonal screw-recesses as well as at the broken part. Because of these findings this complaint is rated as confirmed. The manufacturing review for both screws does show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. Also the provided x-rays do not reveal/ illustrate the complaint condition. The most likely situation which could have caused the screw's breakage is a mechanical overload situation during extraction. Because of the damage the complaint relevant dimensions cannot be checked for dimensional accuracy. The concomitant screws and screwdriver were also received and show signs of normal wear and tear. Per the device history record (DHR) review of the known lot numbers, the parts manufactured according to the specification. Also there is no allegation against these parts in the complaint description and therefore no further investigation will be conducted on these parts. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. UDI: (B)(4). Facility phone number: (B)(6). Sterile part 04.210.118s, lot l158610: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: october 07, 2016. Expiry date: september 01, 2026. Non-sterile part 04.210.118, lot h189654: manufacturing location: (B)(4). Manufacturing date: september 20, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a planned removal surgery of variable angle locking compression plate (va-lcp), two screws broke. Among the four va locking screws fixed at the most distal holes, the surgeon tried to remove two of them. Two of the screw heads of were broken off. The surgeon removed the shaft of broken screws by using pliers after the other unbroken screws and the va-lcp plate was removed. It was reported there¿s no fragment in the patient¿s body. The surgery was completed with a fifteen (15) minute delay. There was no adverse consequence to the patient. No other medical intervention was required. The initial surgery had been performed on (B)(6) 2016. Concomitant devices: va locking screws (part/lot unknown, quantity 4); cortex screw stardrive screwdriver (part 402.874, lot l046019, quantity 1); pliers (part/lot unknown, quantity 1). This is report 2 of 2 for (B)(4).